Event description:
Additional information was received confirming the item was broken during patient use, but patient was not harmed. There was a delay in therapy in order to swap out components due to broken line. No patient adverse effects reported. The reporter stated that these were the potential lot numbers: 4319536, 4215451, and 4340434.

Event description:
It was reported, that the device was leaking from luer lock port. "Cracks/shattering" of the male luer lock connector at the end. Patient involvement unknown.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date. And h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H6 - evaluation codes: updated. Device evaluation: no product sample or pictures were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.